Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.the week of (B)(6) 2016, right ventricular (rv) lead defibrillation impedance spiked to 139 ohms from 73 ohms. The trend is continuing upward and is variable.the device was not returned for analysis. Performance data collected from the device was received and analyzed.analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular (rv) lead. Beginning week of (B)(6) 2016, right ventricular (rv) lead coil impedance has risen to 212 ohms and is variable.

Event description:
It was reported that the patient's right ventricular (rv) lead had an lead integrity alert (lia) for high rv impedance.during the revision, multiple lead impedances measured through the analyzer were all normal. Therefore, it was questioned whether this was a lead or a device impedance measurement issue. The device was replaced and the lead capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.